Event description:
Customer was incoherent, friends called paramedics and they received a blood glucose result of 13 mg/dl. The customer was given a glucose water IV and cranberry juice. Can not locate result in customer device, the time and date are not set. The customer feels their device was reading high so they were unaware how low they were. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.